Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported that there was a failure in the calibration phase of the co2 module. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the etco2 module for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.